Manufacturer narrative:
For device causing tissue tear. The lot number of the suspect device is unknown; therefore, the manufacturing and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
In 2008, boston scientific corporation was informed that during an esophagogastroduodenoscopy (egd) when the physician closed down on the radial jaw 4 biopsy forceps, the tissue tore. The biopsy did not take a clean bite. A second of the same device was tried and it experienced the same issue. A third of the same device was used to complete the procedure. The patient experienced an upper gastrointestinal bleed due to the event which prolonged the hospital stay. Patient is "stable". Note: this is the first report of two related complaints. Please refer to MFR # 3005099803-2008-06621.